Event description:
It was reported that the patient presented for a routine generator change, prior to the procedure it was reported that the pacemaker and right ventricular lead exhibited a high capture threshold causing pocket stimulation. The pacemaker was explanted and replaced, while no intervention was performed on the right ventricular lead. The patient experienced no consequences.